Event description:
Reference number (B)(4). Event occurred in israel. It was reported that patient was hospitalized due to event of hyperglycaemia on (B)(6) 2025. The blood glucose value was 480mg/dl when admitted to the hospital. The length of hospitalization was greater than 24 hours. The patient also experienced vomiting and dizziness. The patient was treated with pump therapy. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.